Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information indicated that model 0602830 implantable port allegedly experienced a break. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.